Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through reviewing the case information and logs. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #s8 low performance error product analysis # (B)(4): mnav comment subject: work order (B)(4), mnav comment ID: (B)(4), mnav comment: status updated from in process to completed. Hardware updated from null to pass. Software updated from null to pass. Instruments updated from null to pass. Does the system perform as intended? Updated from null to yes. Patient information was unavailable from the site. Missing device manufacture date. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cervical spine procedure. It was reported that site received a low performance error, but were able to continue with the procedure. Site was able to proceed by reducing the number of instruments in the camera's view. There was no reported delay to the procedure due to this issue. There was no impact to patient.